Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose and insulin pump had keypad anomaly. The customer's blood glucose was 44 mg/dl. The customer stated that the on and off button was unresponsive. Customer declined troubleshooting for low blood glucose. Customer was not get to the buttons to work to proceed with the troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. (B)(4).